Event description:
It was reported that this patient's left knee was revised. The surgeon requested polys for a poly swap with out other explanation. When the implant was removed there were several small separate pieces broken off and they were removed and then physician irrigated.

Manufacturer narrative:
D10 concomitants: (B)(6), 200-02-32 - three peg patella 32mm; (B)(6), 204-04-44 - trapezoid tibial tray sz 4f/4t; (B)(6), 230-02-04 - optetrak asy,cr cemented femoral, sz 4; (B)(6), 620-00-02 - platelet rich plasma kit with spray tips; (B)(6), 620-11-02 - accelerate conc. Sys rep by 620-12-02. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d the revision reported was likely the due to prosthesis wear of the tibial insert, which ultimately led to device fracture of the posterior medial aspect. However, the cause cannot be confirmed and potential considerations of user or patient-related considerations could not be assessed as the device was not returned for evaluation and no relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.